Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unspecified date, the patient was hospitalized and treated with cefepime (intraperitoneal) for peritonitis. On an unspecified date, the patient was discharged from the hospital and recovered from peritonitis. On an unknown date, pd therapy was discontinued, and the patient was transferred to hemodialysis. No additional information is available.